Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported: ¿at 1458, I was checking the volume on the patient's gemzar so I could flush the infusion with ns. I noticed at this time that the patient's medication was leaking onto the floor. I found the leak to be coming from the connection site where the green texium secondary tubing connects to the saline flush bag above the pump. There was about 5-10 mls on the ground under the pump. The gemzar bag was empty at this time with approximately 3/4 of the chamber and secondary tubing full. I stopped the infusion immediately and got a spill kit and notified pharmacy. After the spill was cleaned and bleached, I called dr. Xxx at 1500 and she agreed that since the patient received the majority of her medication that it was okay to dc the infusion for today. Pharmacy notified on the plan to dc infusion. Patient's port flushed with saline via turbulent flush with positive blood return and de-accessed per protocol. Patient discharged off unit in stable condition.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.